Manufacturer narrative:
Investigation summary: one (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received an obstruction in the fluid path was noted, once the sample was flushed something inside still remain, no mating device was returned for evaluation. The tego failed the low/high pressure test, when was dissembled a puncture seal in the center was noted. Complaint of tego connector damaged can be confirmed. The probable cause was related the use of incompatible mating device such as a needle during use. The instructions for use states: do not use needles, blunt cannulas, or luer caps on tego.

Event description:
The event involved a tego connector where it was reported that many alarms and low flow during dialysis, therefore replaced. Closer inspection revealed plastic layer of the tego connector damaged. Many alarms on the dialysis machine, causing downtime of (the) blood (pump). There was a patient involvement but unknown harm.